Event description:
Event description guidant received information that this right ventricular lead exhibited no capture and no sensing. Impedance measurements were 550 ohms. A chest x-ray showed that the lead had dislodged.